Event description:
It was reported that the customer received ongoing continuous glucose monitor error 42. There was no reported adverse impact to the customer. The customer continued to use the pump for insulin therapy.